Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and one day post a chronic catheter placement procedure, the catheter was allegedly damaged and discoloration to pink was confirmed. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that one month and one day post a chronic catheter placement, the catheter was allegedly damaged and discoloration to pink was confirmed. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one broviac s/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Discoloration, was noted on the catheter hub and the discolored residue was noted within the catheter hub. Upon infusion, ballooning was observed on the catheter body, proximal to the clamping sleeve. A longitudinal split was made throughout the catheter clamping sleeve for further investigation. Upon infusion, a leak was observed running down the inside of the clamping sleeve and inner lumen. Another infusion test was performed, and a leak was observed from what appeared to be a burst on the proximal end of the inner lumen, portion attached within the catheter hub. Therefore the investigation is confirmed for the reported catheter damage, discoloration and identified stretched, material protrusion and burst issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.